Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited oversensing. Both pacing leads remain in use. No patient complications have been reported as a result of this event.